Event description:
On (B)(6) 2010, pt's mother reported "some of the buttons" on the infusion device did not work properly. Pt was not present during call; therefore, limited information was available. Pt left infusion device with a note indicating the buttons were defective. Mother inserted battery to complete troubleshooting but the display was partial and unreadable. Mother was able to silence an alarm using the check button. Infusion device was in use since (B)(6), 2008. Buttons on infusion device pop up after being pressed. Mother was uncertain how many boluses are delivered each day. Infusion device was not dropped on a hard surface and it had not been in contact with water. There was no insulin ingress. Pt previously switched to backup infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.